Manufacturer narrative:
Conclusion: according to the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by diagnostic imaging. Further during device investigation damage to the electrode array most likely caused by the reported difficult re-insertion attempts and the explantation surgery was found. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
Reportedly, there was a loss of output with the device. A CT scan on the (B)(6) 2020 showed that at least 4 electrodes had migrated out of the cochlea. Implantation surgery was reported as uneventful. No cochlear abnormalities were reported. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, there was a loss of output with the device. A CT scan showed that at least 4 electrodes had migrated out of the cochlea. The recipient was re-implanted.